Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with liquid amd residue on product. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Corrected data: h6- health effect- clinical code: "2137" should be added. B5- the reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -12.00/3.0/095 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced refractive surprise. On (B)(6) /2023 the lens was exchanged with the same model and length and the problem was resolved. The cause of the event is unknown. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.00/+3.0/095 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to patient experienced a refractive surprise. The lens was replaced with another same model/length but different power lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).